Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip expulsion was due to patient anatomy. The reported MR is a cascading effect of the reported clip expulsion. Additionally, the reported patient effect of mitral regurgitation is listed in the Instructions for Use, and is a known possible complication associated with MitraClip procedures. The reported surgical intervention and hospitalization were the results of case-specific circumstances.There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
IT WAS REPORTED ON (B)(6) 2026 THAT THE PATIENT PRESENTED WITH GRADE 4 FUNCTIONAL MITRAL REGURGITATION (MR) AND PROLAPSED POSTERIOR LEAFLET FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, A MITRACLIP WAS SUCCESSFULLY IMPLANTED. THE MR WAS REDUCED TO GRADE 1 POST PROCEDURE. ON (B)(6) 2026, THE CLIP HAD COMPLETE DETACHMENT FROM BOTH THE LEAFLETS. RECURRENT MR OF GRADE 3 WAS REPORTED. PER THE PHYSICIAN, COMPLETE DETACHMENT WAS ATTRIBUTED TO THIN AND FRIABLE LEAFLET. THE PATIENT WAS REPORTED TO BE IN STABLE CONDITION. ON (B)(6) 2026, SNARE WAS USED TO REMOVE THE CLIP. THERE WAS NO CLINICALLY SIGNIFICANT DELAY REPORTED.

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
It was reported on (b)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (MR) and prolapsed posterior leaflet for a MitraClip procedure. During the procedure, a MitraClip was successfully implanted. The MR was reduced to grade 1 post procedure. On (b)(6) 2026, the clip had complete detachment from both the leaflets. Recurrent MR of grade 3 was reported. Per the physician, complete detachment was attributed to thin and friable leaflet. The patient was reported to be in stable condition. On (b)(6) 2026, snare was used to remove the clip. There was no clinically significant delay reported.